Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented for device change out due to normal eri. Externalized conductors were observed. No electrical anomalies were detected. The lead was explanted and replaced. Patient condition was fine and continued with routine follow ups.